Event description:
It was reported that a lead safety switch (lss) from bipolar to unipolar configurations was found to have been triggered due to this right ventricular (rv) lead exhibited high out of range pacing impedances. Technical services (ts) was contacted for further review of the daily threshold and impedance measurements trend report. Ts reviewed the reports and recommended for the patient to be scheduled for an in-person clinic visit for further evaluation on the lead. At this time, the rv lead remains in service. No adverse patient effects were reported.